Manufacturer narrative:
Initial reporter: occupation: other, senior counsel, litigation. As reported, the patient underwent placement of a trapease vena cava filter. The patient is noted to have had a significant history of pulmonary emboli with syncope and highly elevated pulmonary pressures. In addition, this history included dyspnea and had underwent placement of a multi-lumen subclavian catheter placed the day before the filter placement. The filter was successfully implanted via the right femoral vein. Additional information received indicates that a single posterior strut of the filter had fractured. The strut fracture was located at the junction of its¿ middle and caudal thirds. The cranial portion of the strut was slightly displaced by 3mm anteriorly toward the inferior vena cava (ivc) lumen. The patient is reported to have become aware of this issue approximately eight years after the implantation. There was no attempt to remove the filter. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: fracture of a single posterior filter strut with the strut located at the junction of its middle and caudal thirds and with the cranial portion of the strut displaced 3 mm anteriorly towards to inferior vena cava lumen. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Information received per the medical records indicate that the patient has a history of significant pulmonary emboli with syncope and highly elevated pulmonary pressure. The patient also had a history of dyspnea. One day before the index procedure, the patient had a multi-lumen subclavian catheter sutured in place. The filter was deployed via the right femoral vein.   Information received per the patient profile form (ppf) states that the patient experienced filter fracture. There is a fracture of a single posterior strut of the inferior vena cava filter with the strut fracture at the junction of its middle and caudal thirds and with the cranial portion of the strut slightly displaced 3mm anteriorly toward the inferior vena cava lumen. The patient became aware of the reported event eight years after the index procedure. There has been no attempt to remove the filter.